Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high capture threshold and low ventricular sensing. The right ventricular lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and r-wave amplitude variation were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies except for procedural damage.